Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. The physician was trying to obtain right femoral vein access with the versacross connect system. The physician had difficulty advancing the sheath and the rf connect wire. An amplatz wire was advanced to the superior vena cava (svc) with minimal success. An angiogram was done, which at first sight the physician thought he had a dissection. A gluidewire was used and was able to advance the wire up to the svc. After that, the physician advanced the versacross connect system to the svc and exchanged the gluidewire for the versacross rf wire. The transseptal was then achieved successfully. The patient showed no issues hemodynamically. The watchman placed successfully, and patient was discharged the same day. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. The physician was trying to obtain right femoral vein access with the versacross connect system. The physician had difficulty advancing the sheath and the rf connect wire. An amplatz wire was advanced to the superior vena cava (svc) with minimal success. An angiogram was done, which at first sight the physician thought he had a dissection. A gluidewire was used and was able to advance the wire up to the svc. After that, the physician advanced the versacross connect system to the svc and exchanged the gluidewire for the versacross rf wire. The transseptal was then achieved successfully. The patient showed no issues hemodynamically. The watchman placed successfully, and patient was discharged the same day. The device is not expected to be returned for analysis (disposed). It was further reported that a dissection was not confirmed. No adverse event or complication took place.

Manufacturer narrative:
Due to additional information, this supplemental report is being submitted for the updated fields - describe event or problem (b5), in section b - adverse event or product problem and patient codes (f10) and (h6), in sections f - user facility/importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.